Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that a low battery alert was not received prior to off no power alert on the insulin pump, there is fluid underneath the display, the keypad is not responsive and the pump is cracked. Customer's blood glucose was 146 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on the lcd board. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, blood glucose meter test or verify off no power alarm, battery out limit alarm, low battery alarm, battery icons anomaly, backlight display anomaly, button keypad anomaly due to blank display. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.